Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info has been requested and if it becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that he neck of the 6051 stem was rubbing on the metal ring on the ceramic liner causing squeaking.